Event description:
It was reported by the customer that one of their hypothermia blankets was leaking causing the patient beds to soak with water and drip onto the floor. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that one of their hypothermia blankets was leaking causing the patient beds to soak with water and drip onto the floor. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not made available for evaluation. It was determined that a likely cause for the blanket becoming torn is the blanket came in contact with a sharp object either during use or during transport. Not returned.